Manufacturer narrative:
Follow-up # 1 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reportedly received medical treatment for a reading of "hi", above 600 mg/dl, with symptoms of nausea and vomiting, shortness of breathe, headache, and stomachache due to a user error. The reporter indicated that the patient was leaving the blue needle guard on resulting in cannula kinking prior to the alleged hyperglycemic episode. The patient was released from the hospital on (B)(6) 2011. Her blood glucose is well maintain and is running in the 200's mg/dl. During troubleshooting, the reporter acknowledged that the result of kink in the cannula was due to user error. The technique was correct during the phone call. This complaint is being reported because the patient had a kink in the cannula and subsequently received medical intervention for hyperglycemia.